Manufacturer narrative:
(B)(4). The device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative reported an infuso.r. Pump with a condition of "does not infuse." The process step is unknown. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.

Manufacturer narrative:
(B)(4).this device was not received by baxter for evaluation therefore the reported condition could not be confirmed or reproduced. No root cause could be determined. No repairs were made to fix the reported condition.a service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump.a device history review was also performed, finding that no exceptions were noted during the manufacturing of this device.